Event description:
Customer reported that when the alarm is used with the nurse call cable, the alarm is not sending a signal to the nurse call station. Also, reported that there is not a secure fit. The date when the issue was discovered is unk. No pt incident or injury reported.

Manufacturer narrative:
Results: (other) - eval of the returned product confirmed the reported issue. The nurse call light does not come on at the nurse call test fixture when it should, but the nurse call cable does fit securely into the nurse call receptacle. The unit led lens has been pushed into the case. (B)(4).